Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was provided for evaluation. The complaint defect was not confirmed, however, the cause was determined to be user error. A batch review was performed for (B)(4). No defects were noted during batch review. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) there the povidone iodine was absent from the connection shield. There was no patient involvement. No further information is available.